Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "due to frequent false apnea alarms the nursing team has alarm fatigue. This led to a late reaction in real red alarm situations". The device was used for monitoring at the time of the alleged malfunction. The death of a patient was reported.

Manufacturer narrative:
On (B)(6) 2017 at 01:21 a.m., the clinical staff did not immediately react to a red alarm that was announced for the patient who was monitored in bed 20f. The patient had been admitted for sepsis. It remains unknown which type of alarm sounded. Due to alarm fatigue, which according to the customer was caused by frequent false apnea alarms, there was a delay in treatment, and the patient passed away. The philips clinical application specialist (cas) went to the customer site. The philips field service engineer (fse) who had installed the system reported that the clinical staff was reluctant to silence alarms and had trouble to react to alarms which were sounding. Moreover, the customer was experiencing false apnea alarms because they often had a too high impedance on the respiration wave due to incorrect electrode placement. These observations were confirmed during the onsite visit by the cas. The cas collected the device report, status log, ECG strips, and alarm logs which were forwarded to the philips product support engineer (pse) for further evaluation. The evaluated data indicated that the intellivue mx450 patient monitor had operated as specified and expected. The report of false apnea alarms could not be verified as no respiration wave form was included in the data and no respiration alarm was indicated in the alarm logs for the reported time frame. As requested by the customer, the cas deactivated the respiration alarms and adjusted additional alarms and interference levels so that less alarms are generated in the system. There was no malfunction of the device; the issue was caused by the alarm fatigue of the clinical staff which led to a late reaction to a red alarm. As requested by the customer, the cas adjusted the alarm settings so that less alarms are generated. No further investigation or action is warranted.